Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) h3: analysis of the 97755 recharger (rtm) serial number (B)(6) revealed get manufacture struct command and response/osiris error! This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that yesterday, the pt noticed their implanted neurostimulator (ins) was charging very slowly and it took an hour to go from 80-90%. Pt stated they tried today to finish charging to 100% but it has been very slow again and won't go to 100%. Pt stated that they also were having issues where the quality would change from ¿excellent¿ to ¿good¿ to ¿poor¿ without moving the recharger (rtm) antenna at all. Pt stated this happened a couple times and then the controller showed a message to "changes the batteries" in the controller. Pt stated the screen was stuck on this message and they couldn't exit out or press okay. They stated they were only able to get the message to go away by pressing the ¿stimulation on/off button¿. Pt stated they had never seen a message like this before and feel so helpless when the equipment isn't working. Pt added that they felt so nervous that the device was going to stop working that they had to take a nerve pill, and noted that they still have some pain, but it is better with the therapy and helps them be able to sleep at night. Patient services (ps) had caller inspect equipment for damage. They noted that there was a gap on the right side of the rtm connector pins but confirmed all 8 pins were present and the connection between the cord and controller was tight not loose. Pt noted that they have mentioned in the past that the relay box and cord on the recharger feel warm when they charge and noted that last night the noticed again that it was warm. Ps had them clean the rtm pins and controller port. Pt connected the rtm to the controller and entered passive recharge mode (prm) with the antenna over the relay box. Pt saw numbers 97-97-97. They raised the antenna and saw 65-65-97. Pt then manipulated the cord and noticed the middle number would jump around from 96-98 with the low number staying at 65 and the high number at 98. They then initiated an ins charge session and saw ¿recharging excellent¿ with the controller at 90% and the ins at 80%. Pt noted that they have bad shoulders and have a hard time getting the antenna in place. Pt stated they have so much pain without the therapy and such bad nerves that something will stop working. Pt noted that they were unaware that they would have to charge this ins until after the surgery when they were given the recharging supplies.